Manufacturer narrative:
Our investigation for the complaint is finalized. The returned expiratory pc board was mounted into a ventilator unit for testing. After the software was installed in the ventilator unit, three successful pre-use checks were performed. According to the ventilator service manual, when replacing a pc board, a re-installation of the software is required. After the expiratory pc board replacement, two pre-use checks needs to be preformed. The first will calibrate the safety valve but fail in other tests, the second will pass. Our conclusion is that the investigation of the returned expiratory board did not reveal any errors, the board function was according to specifications. The problem is attributed to user error.

Event description:
(B)(4).

Event description:
It was reported that the expiratory channel circuit board was broken. There was no patient involvement. (B)(4).